Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator changeout. Prior to changeout, it was revealed that the patient's right ventricular lead was exhibiting high pacing impedance. The lead was capped and replaced during this procedure on (B)(6) 2020. The patient was stable.